Event description:
During a change out, low hv lead impedance was observed. Upon removing the lead insulation damage was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned. The partial lead was cut at 56.0 cm from the connector. The distal end of the lead was not returned. Analysis found that the insulation was abraded from the inside out at 55.0 cm from the connector. The two df-1 rv cables were exposed and one of the etfe insulation was abraded. Also, outer insulation abrasion at 20 cm, 24 cm and 26 cm from pin due to friction to ICD can.